Manufacturer narrative:
The field service engineer went onsite and identified a problem with valve 3 (vc3) which is responsible for refilling the wash pipette. The affiliate confirmed that after the replacement of the affected valve the instrument worked within it¿s specifications. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for igm and 1 patient sample tested for igg on a cobas integra 400 plus. Patient 1 initial igm result on the integra 400 plus in question was 2.08 (unit of measure not provided). The repeat result on the same instrument was 3.59. Patient 2 initial igm result on the integra 400 plus in question was 0.78. The repeat result on the same instrument was 1.16. On (B)(6) 2020 patient 3 initial igm result on the integra 400 plus in question was 0.76. The repeat result on the same instrument was 1.14. On (B)(6) 2020 patient 4 initial igg result on the integra 400 plus in question was 4.15 (unit of measure not provided). The repeat result on a different integra 400 plus was 12.1. No questionable results were reported outside of the laboratory. No reagent lot numbers with expiration dates were provided.